Event description:
Pt undergoing cystoscopy and basketing of renal calculi. The basket was passed to the stone through the ureteroscope. The stone was grasped and attempts at pulling it out were unsuccessful. A j-stent was passed and constrast was injected through a urethral catheter. The contrast extravasated. The procedure was stopped. The pt was explored and the stone, and basket were removed. The ureteral laceration/avulsion was repaired.